Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. A review of the device history record and event log revealed no device failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The device was returned and evaluated by baxter product analysis laboratory (pal). The device passed the homechoice (hc) return instrument test evaluation (rite) electrical test and the rite functional test and met all performance specifications per rite testing. No device hardware malfunction was identified that could be related to the reported issue of patient passing away.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. Upon receipt, an analysis of the device will be performed. Baxter has conducted a trend review for the reported event. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death. The cause of death was reported to be cardiopulmonary arrest. It was unknown if an autopsy was performed. No additional information is available at this time.